Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. Fiber disturbance was noted to the balloon, located 5.9cm from the distal tip. A balloon rupture was noted at this location. No other anomalies were noted to the device at this time. Functional/performance evaluation:the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The balloon fibers were then stripped and a partial circumferential rupture was observed 5.6cm from the distal tip. The rupture measured approximately 1.1cm in length. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for a partial circumferential rupture on the barrel of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the current IFU (instructions for use) states: warnings:do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions:if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon ruptured at 20 atms in a forearm loop graft. The health care provider reported that the device was removed in its entirety, without difficulty, through the sheath. The hcp further reported another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.